Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# v906981, implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
The patient reported a loss of therapeutic effect. It was reported that patient was having a lot more frequency. It was indicated that the patient met with the company representative a month or 2 ago, and the representative helped him adjust his stimulation. It was indicated he felt stimulation just like the way it was now. It was noted that patient was in program # 2 at 2.30 and increased it to 4.10. It was noted that patient used to be able to increase stimulation to where he felt the shock like an electric fence and then he would just lower stimulation to a comfortable setting. The patient next appointment was not until november with his health care provider. It was indicated that when patient got up on the morning of this call, ¿he felt an unbearable shock in his leg and groin, like a cattle prod¿. The patient indicated at one point that he "rather than piss in my pants than fight with this machine". It was noted that there was no known accident or incident related to this complaint. The patient also mentioned having an artificial heart valve for the last 22 years. A follow-up report will be sent if additional information becomes available.